Event description:
It was reported that when the device was used during a laparoscopic lobectomy, the staples malformed. Another like device was used to finish the case. There were no pt consequences. The product has been discarded.